Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date; explant date. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of a patient with a severely calcified aortic valve; a pre-implant balloon dilatation was performed using a 20 millimeter non-medtronic balloon. An evolut 26 fx + transcatheter aortic valve was then inserted into the patient, advanced to the annulus, and then deployed. Following the deployment of the valve, severe regurgitation and under expansion were observed. The patient experienced low blood pressure (40 mm hg/20 mm hg). In response, the team performed a recapture of the device and an intermediate balloon dilatation to improve expansion conditions. A second valve was prepared; however, due to the patient's condition, the first valve was used again and successfully deployed, while the second valve was discarded prior to insertion. A post-dilatation was performed using the same balloon. This multi-step approach restored valve function.

Event description:
It was reported that during the treatment of a patient with a severely calcified aortic valve, a pre-implant balloon dilatation was performed using a 20 millimeter non-medtronic (vacs) balloon. An evolut 26 fx + transcatheter aortic valve was then inserted into the patient, advanced to the annulus, and then deployed. Following the deployment of the valve, severe regurgitation and under expansion were observed. The patient experienced low blood pressure (40 mm hg/20 mm hg). In response, the team performed a recapture of the device and an intermediate balloon dilatation to improve expansion conditions. A second valve was prepared; however, due to the patient's condition, the first valve was used again and successfully deployed, while the second valve was discarded prior to insertion. A post-dilatation was performed using the same balloon. This multi-step approach restored valve function. Additional information was received that the aortic regurgitation was central.

Manufacturer narrative:
Image review: two static images and fourteen media files were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon dilation was performed prior to the valve implantation. The valve was partially deployed and appeared to be significantly under expanded. If a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery catheter system (dcs). It was reported that the under expanded valve was recaptured. Significant aortic regurgitation can be seen on angiography which would explain the patient¿s blood pressure drop. There is evidence of another balloon dilation performed. It was reported that a new valve was prepped; however, the same valve was used for the implantation. As stated in the instructions for use (IFU), if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. The valve was deployed just prior to the point of no recapture under expanded and subsequently released resulting in moderate aortic regurgitation. Post implant dilatation was performed which visibly further expanded the valve. Final angiogram showed that aortic regurgitation had significantly improved. The patient¿s executive summary was not provided for anatomical review. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.